Event description:
Additional information was received from the physician on (B)(6) 2013. It was stated that the patient's device was disabled after the replacement surgery and that the increase in seizures was attributed to the loss of vns therapy. The patient is no longer experiencing an increase in seizures. No other information was provided.

Event description:
The increase in partial seizures and magnet stimulation not perceived were reported on (B)(6) 2013 in manufacturer report number 1644487-2013-00120 (within 30 days of the initial aware date). Additional review of these reported events indicated that the events occurred after the explant of the suspect medical device in manufacturer report number 1644487-2013-00120, therefore the events should have been reported on a different device. These events and any additional information found on these events have been included on this report. The patient was seen on (B)(6) 2013 and the vns was adjusted to 2.0ma, 20 hz, 250 microseconds, 30 seconds on, 2 minutes off. The lead was ok and impedance was 1793 ohms. Per the physician's office, the patient stated that she could not feel the magnet settings. Both the normal and magnet mode were checked and found to be normal with an impedance value of 1633 ohms. The physician turned the magnet off to 0ma and then back on to 2.25ma after a while; however, the patient stated that she still could not feel the stimulation. In addition, it was stated that the patient had more partial seizures where the patient is "out of it" and can not talk. No other information was provided at this time. Follow up with the physician confirmed that the inability to feel magnet stimulation and increase in partial seizures was first observed in (B)(6) 2013. It was stated that the increase in partial seizures was related to the device and was above pre-vns baseline levels. The physician indicated the vns was replaced as an intervention. No causal or contributory programming or medication changes preceded the onset of the events and no patient manipulation or trauma is believed to have caused or contributed to the inability to feel magnet stimulation. All of the patient's seizure types have increased. No additional information was provided.